Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was progressive disease. The lesion was located in the left anterior descending artery. Details of the lesion are unknown. The 2.5mm x 15mm quantum maverick monorail balloon ruptured at sixteen atmospheres. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (gd877266, gd875559), with no defects noted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 2 of 3 involved in this peritonitis event. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis while out of town. In (B)(6) 2010, a peritoneal effluent culture was performed, the results were unknown at the time of reporting. On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. Treatment for the peritonitis was unknown. It was unknown whether pd therapy was ongoing. The patient was recovering from the peritonitis at the time of reporting.